Event description:
Updated summary: current case is for the hyperglycemia starting from (B)(6) 2024. Customer reported that she has had many of the extended use sets not lasting a full week. She would get lumps under the skin at the set insertion site, which led to her changing the sets more often. She would also not get insulin flow blocked alarms but would have blood glucose values rising. She said these set issues had been going on since when she started using the extended use sets ((B)(6) 2024 per helpline). Customer¿s high was treated with the pump. Customer did not receive medical treatment as a result of the set site issue. Please see (B)(4) for the set site documentation. Customer did not use medtronic sensors in the last year. Auto mode was not used at the time of the high. Pump is not returning for analysis. Customer also reported having a low bg on (B)(6) 2024. Paramedics were called for the low below 30mg/dl per (B)(4). They gave her glucose infusion into her arm. Customer also reported having high bgs over 400mg/dl in the last few days and as recently as last night. Incident date was (B)(6) 2025. She said it was due to improper eating on her part and maybe set site not absorbing the insulin properly. No medical attention needed for these recent high events. The high was treated with pump and changing sets as needed.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose values of below 30 mg/dl and experienced hyperglycemia with the blood glucose value above 400 mg/dl. The hypoglycemia was treated with glucose/carb intake, emergency room visit/ambulance. The hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, mmt-342, mmt-431ag. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. Customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1880. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.